Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was able to continue using the pump. The customer was informed to call back if the malfunction recurred.